Manufacturer narrative:
No product was returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was instructed to load a cartridge onto the pump to resume insulin delivery.